Manufacturer narrative:
The patient's age was requested, but to date has not been provided. The device was reported as returning for investigation. To date the device has not been returned to arthrocare. A follow up report will be submitted when the lot history has been reviewed and the investigation has been completed. (B)(4).

Event description:
It was reported to arthrocare on (B)(6) 2011, that a patient underwent a procedure using a smartstitch perfectpasser connector. Allegedly, the connector leaked water during the surgery. On (B)(6) 2011, it was disclosed to arthrocare that the physician reverted from an arthroscopic to a mini open approach in order to complete the surgery. No adverse reactions to the patient and no patient injury was reported.